Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. Several attempts were made to troubleshoot, however, the issue was not resolved. Database analysis was performed and revealed no anomalies with the battery discharge. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. Several attempts were made to troubleshoot, however, the issue was not resolved. Database analysis was performed and revealed no anomalies with the battery discharge. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.